Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted in the right axillary artery. The pump stopped after three (3) days, the patient was bleeding from jackson-pratt (jp) drain at axillary site, red blood cells (rbc), fresh frozen plasma, (ffp), and platelets was administered.